Manufacturer narrative:
.

Event description:
Complainant alleged that the charge button on the apex paddle does not function. Complainant did not indicate that there was any pt involvement in the reported malfunction.